Event description:
It was reported that the patient presented to the clinic experiencing pre-syncopal episodes. The ventricular lead exhibited impedance less than 200 ohms and the insulation was abraded. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal insulation was abraded from 6.0 cm to 6.9 cm from the connector pin. Abrasions are consistent with exposure to constant friction with another implantable device.